Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the emitter was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found that pins on the connector were loose, resulting in possible intermittent communication. It was noted that there was impact damage at the coil base. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the emitter could not be entirely plugged into the interface consistently, resulting in possible intermittent communication. There was no patient present when this issue was identified. No additional information was provided.